Event description:
It was reported that during pt care, the autopulse resuscitation system displayed a user advisory message of ua19 (max applied load exceeded). A few compressions were performed and then the unit shut off. Medics indicated that the pts' weight did not exceed 300lbs and manual CPR had to be administered. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. Several attempts were made by device manufacturer to obtain status of product return. These efforts however were unsuccessful. If product is returned to the manufacturer, a supplemental report will be filed.